Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0992z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead replacement was due to intolerable anal stimulation at 0.5v or 0.05v. The exact stimulation level was unclear.

Event description:
It was reported that [illegible] malposition of the lead. It was noted that the lead was replaced. It was noted that reprogramming occurred the day of replacement. It was noted that the patient did not require hospitalization due to the event and the patient outcome was noted as no injury.